Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. The distal conductor of the lead was extrinsically over-rotated. The analyst noted that the distal conductor was distorted in the connector at 1.5cm. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had no capture and had fractured. It was also noted that the lead had high thresholds, high impedance and an impedance spike. The lead was explanted and replaced. No patient complications have been reported as a result of this event.